Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient called back and said that she got a letter about this call. The patient said it went back to 1.0 volts again and she wanted to increase it to 1.5 or 1.6 volts. Patient services and the patient couldn't increase the stim on the call, because the patient hadn't charged the handset in a month and it had 0% charge. The patient was going to charge the handset and call back. Later that day, the patient called back and said she had charged the handset. The patient connected the handset and communicator to the ins. The patient showed that her current setting was on 1.6 volts. The patient said that was where she wanted to be. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the last couple weeks she thinks she needs more power. Patient wet the bed last night and she is going to the bathroom far more often than she was. Patient said she was at 1.5 volts went it was inserted. On the call they checked her settings and she was at 1.0 volts at program 1. Patient didn't know how the volts got to 1.0. Patient increased the stimulation to 1.6 volts on the call. The patient to monitor her symptoms for a couple days in diary and see if her symptoms improve. No further patient complications are anticipated or expected as a result of this event.